Manufacturer narrative:
Additional information received; the device with the type ib endoleak was confirmed as (B)(4). Film evaluation conclusions: the reported left limb migration and resulting distal type ib endoleak was confirmed; however, the exact cause could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for comparison. The returned films revealed that the most likely cause of the events were disease progression; vessel dilatation. It also appears likely that the distal type I endoleak was a primary contributor to the aaa expansion. Although no other clear endoleak was seen, it is possible that the aaa may have also been pressurized via the marginal (severely angulated and short length) proximal seal and the marginal (short) distal right iliac seal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etlw1616c199ee, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 120 mm diameter abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure, a type ib endoleak was noted and the stent graft had been pulled into the aneurysm sac. The patient underwent a re-intervention on with implant of an iliac extension. Per the physician the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.